Manufacturer narrative:
The catalog and lot numbers of the bwi catheter was unknown. Product was discarded by the facility/not returned for investigation. Will ask staff present during the case for more specifics and will call if obtain further information. (B)(4).

Event description:
It was reported that during an ablation procedure around the left pulmonary veins and near or on the ridge a perforation occurred. The patient had to be taken in for further surgery due to the perforation. They were using a navistar thermocool between 35 and 50 watts (about 50 watts at the time of the occurrence) with a temperature between 35 and 39 degree celsius (about 37c at the time). The flow rate was specified at 30 ml/min. A possible steam pop may have occurred minutes before they noticed the patient pressure dropped to 60, but that was unknown for sure at the time this was noticed. Upon follow-up, it was stated that the patient had been released.

Manufacturer narrative:
Additional information obtained: procedure performed was af ablation. Perforation occurred during rf being applied. The physician confirmed that the perforation was where the energy was applied. Case was aborted and intervention took place. No noted difficulty during the transseptal process. The blood pressure drop was noticed after the anesthesiologist re-entered the lab, therefore, it is unknown whether the drop was abrupt or gradual. The patient was sent to the operating room for ligation of the left atrial appendage, and repair of the left atrial perforation. The physician also performed maze procedure as a part of the medical intervention. Patient's prognosis was good. Patient was ambulatory upon discharge. Patient was discharged on (B)(6) 2010. (B)(4).